Event description:
It was reported that this pacemaker had reverted to safety mode. This pacemaker remains in service. No adverse patient effects were reported. Additional information received stated that this pacemaker was scheduled to be replaced. Information received detailed this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker had reverted to safety mode. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.